Event description:
The customer reported tha the insulin pump went to threshold suspend and her blood glucose was normal. Troubleshooting was done. Customer's blood glucose was 140 mg/dl. The customer was educated regarding the differences between sensor versus blood glucose readings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.